Event description:
The customer called to report that the drive support cap was flush. The customer was also experiencing a high blood glucose of 221 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unable to prime during prime alarm test due to moisture damage noted in force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.